Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system. Transesophageal echocardiogram (tee) imaging was not clear, and fluoroscopy was used as the primary imaging for deployment of the closure device. The was with the pigtail was advanced into the laa and when the pigtail was withdrawn the was moved posteriorly in the laa. The operator maneuvered the was within the laa and deployed the closure device. The closure device was recaptured and redeployed twice. Prior to the second re-deployment the patient became tachycardic and hypotensive and a pericardial effusion was identified. A pericardiocentesis and autotransfusion were performed. Fluoroscopic imaging showed a possible perforation in the posterior portion of the anterior wing of the laa, and the closure device was deployed in a location that covered the perforation. The patient was transferred to the intensive care unit for recovery. Four (4) days post index procedure the patient fully recovered and was discharged.